Event description:
It was reported by the surgeon that the patient had dislocation after surgery and believes patient has fat herniated behind the prosthesis. The surgeon proceeded with a revision surgery to relocate the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided the patient¿s imaging that showed the patient had an open bite. The surgeon confirmed on the operative note that the patient did not have a malocclusion problem and was prematurely impending on the wrong tooth, so this event was related to the patient's habit. There was no revision surgery performed and, the surgeon confirmed that the device was returned to the intended location without any surgical intervention. This event does not indicate device failure, malfunction, or other performance issues. This event is not associated with a product failure mode.

Event description:
It was reported by the surgeon that the patient had dislocation after surgery and believes patient has fat herniated behind the prosthesis. The surgeon proceeded with a revision surgery to relocate the device.